Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The hospital this instrument was returned from was: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Performed a visual inspection of the returned item and found it to exhibit signs of repeated use and has one ball bearing disassembled / missing. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03626, 0001822565-2022-03627, 0001822565-2022-03628, 0001822565-2022-03630, and 0001822565-2022-03631. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an instrument missing ball bearings was received via the worn instrument return program. There was no reported patient involvement.